Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was on friday the patient got the message "settings not available cannot provide your desired intensity settings". Patient changed to a different group but that did not resolve the issue. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issues. No symptoms were reported. Additional information was received from the patient. It was reported that the cause of the settings not available message was that the patient "pulled a lead off and medtronic turned off for safety." The patient stated after contacting medtronic, an appointment was made asap, the issue was found and corrected immediately in office, and they gave the patient several options they were pleased with. It was noted the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.